Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after a coronary interventional procedure using a 6f sheath. Reportedly, no suture was present when the plunger of the first prostyle device was removed, a cuff miss occurred. The lever was returned to its original position prior to device removal but some resistance was noted during device removal as the foot did not close completely. The second prostyle device was deployed successfully. The lever was returned to its original position prior to device removal but some resistance was noted during device removal as the foot did not close completely. The successfully deployed suture of the second prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under separate medwatch report number.